Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (B)(6) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 08feb2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii instructions for use section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of atypical low voltage alarms was confirmed via the log file. The system controller (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 17 days (05jun2021 ¿ 23jun2021 per time stamp). Atypical low voltage alarms were active while connected to battery power on 07jun2021 between 16:08:14 ¿ 16:54:31, 16jun2021 between 17:42:04 ¿ 17:42:39. These alarms are atypical in nature due to activating and clearing without a power source exchange. Throughout the log file and while connected to battery power, the rsoc voltage on the black power lead was fluctuating without a disconnection and reconnection of a power source. There were no other notable alarms active in the log file. Pump operation was not affected. Additional provided information communicated on 16jul2021 stated that exchanging the system controller resolved the alarm. The exchanged controller is now the patient¿s backup system controller and will not be returning for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's driveline repair was previously reported under 2916596-2019-04890. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having issues while on battery power. The patient noted that the white battery cable was depleting the batteries faster than the black battery cable. While the patient was in the clinic their batteries and clips were exchanged. The patient insisted that the controller be exchanged, so this was performed in the clinic as well. During interrogation of the patients ventricular assist device (vad) low voltage events were seen. After the controller exchange log files were obtained. Review of the log files showed strings of low battery hazards while the patient was on battery power. The patient previously had a successful driveline repair on (B)(6) 2019.